Manufacturer narrative:
Citation: haas n. The standing of percutaneous pulmonary valve implantation compared to surgery in a non-preselected cohort with dys functional right ventricular outflow tract ¿ reasons for failure and contraindications. J cardiol. 2019 sep;74(3):217-222. Doi: 10.1016/j.jjcc.2019.03.021. Epub 2019 jun 21. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing percutaneous pulmonary valve implantation (ppvi) versus surgical valve implantation for patients with dysfunctional right ventricular outflow tracts (rvot). All data were retrospectively collected from a single center between january 1, 2010 and december 31, 2015. The study population included 246 patients who underwent pulmonary valve implantation (demographic data not provided), 106 of which were implanted with medtronic contegra bioprosthetic valved conduits, 29 with medtronic melody bioprosthetic valves, and 5 with medtronic hancock ii bioprosthetic valves. No serial numbers were provided. Among all patients, adverse events related to bioprosthetic valves or valved-conduits included: valve dislocations, insufficient regurgitation, and surgical intervention. Based on the available information medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.